Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range pace impedance measurements on the left ventricular (lv) lead. Additionally, there was an increase in pacing thresholds and a decrease in sensing. The patient is not pacemaker dependent and all other parameters are stable. Additional information indicates that the patient was evaluated in the office and the best threshold was 5.5 volts at 2.0 milliseconds in the lv tip to can configuration. The output was programmed to 6.5 volts and 2.0 milliseconds. The physician plans to monitor the lead with continued regular follow-ups. This product remains in-service. No adverse patient effects were reported.